Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional evaluation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, an unopened sample with a foreign matter inside of the package could be observed. However, no conclusion could be reach as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported what seems to be, a small bug was noticed in the outer sterile packaging. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 08/14/2019. Additional h-3 summary: one unopened overwrap packet of product code g123, lot mkk173 was returned for analysis. During the visual inspection, no defects were found on the overwrap package; however, dark spots were observed on the copolymer. In additon no bug was found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the sample conditions the assignable cause is foreign matter. Representative samples: twenty unopened overwrap pakets of product code g123, lot mkk173 were returned for analysis. During visual inspection of thirteen unopened samples, no foreign matter, bug or defects were observe on the packets. Per the condition of the sample received, no packaging foreign matter -biological was found.